Event description:
When rptr had breast implant inserted, she was not informed of the high percentage of hardening. In fact, prior to surgery she was told that this rarely happened, that the percentage was very low. Six to twelve months post-op her breasts became hard. She is unable to sleep on her abdomen due to pain with any pressure. She has since learned that capsulation and hardening occur in 30 to 40% of implants. Her gynecologist referred her back to the plastic surgeon because of the hardening.